Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient was having difficulty charging. The patient reported to only be able to get 2 coupling bars with charging. It was suspected that inflammation was the cause; however, the coupling telemetry was not improving. Troubleshooting was done over the phone with the patient. The patient's health care professional (hcp) instructed the patient to wear an abdominal binder to decrease the swelling at the battery site. The patient was instructed to keep trying to charge as the swelling continues to improve. Additional information has been requested regarding outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information received reported a battery replacement was scheduled for friday. The patient was unable to charge. It was unknown if the swelling had been resolved. If additional information is received, a follow-up report will be sent.